Event description:
Event description: ecn event description: once beginning to put the farawave catheter in the wire was being pulled back to go into the sheath and the wire seemed locked in the catheter and would not move. Upon pushing and pulling the wire with no movement the catheter was attempted to change deployment. This movement was labored and unsuccessful. A new catheter was then pulled. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Pushed and pulled wire without success, changing deployment of the catheter. What is the next course of action? Open a new catheter. Patient present at time of event? Yes. Patient complications: no patient complications. Procedure number: pn 2743232. Int additional questions: device 1: upn: m004pf41m401, model number: null, lot or serial number: (B)(6). Was issue present upon opening package? No. Question: was the catheter deployed without a guidewire inserted? Answer: no. Question: what brand/make of guidewire was used? If a bsc or merit guidewire: please provide the upn & lot#. Answer: bsci rosen lot: 9294605. Question: was any tissue seen at the tip of the catheter or guidewire? Answer: no. Question: were you able to remove the guidewire as normal? If no: what state was the gw in when the catheter was removed? (Ex: within the guidewire, advanced past the tip, etc) answer: no, it started to unravel and was caught inside the catheter. The wire was past the tip. Question: please provide the lot/serial# as printed on the farawave connection cable attached to the handle. Please also include the 3 digits to the right of the 8 digit lot: (12345678 xxx). Answer: n/a. Question: were other catheter malfunctions present? [Ex: deployment issues, guidewire lumen detachment or kinking, etc] if yes: please specify. Answer: deployment issues. Time of event: during insertion. Int failure modes: device 1: upn: m004pf41m401, model number: null, lot or serial number: (B)(6). As reported code: 1457: entrapment of device or device component, 5576: spring tip 2446: unraveled material. As reported device code: 9398: no clinical signs, symptoms or conditions. As reported patient code: f26: no health consequences or impact.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.